Event description:
Nurse inserted 20g 1.00 in bd nexiva catheter in patient's right antecubital vein. Noticed blood leaking and heard hissing sound. Hole noticed in tubing where blood leaking. Catheter removed from patient and new IV needle inserted for IV access.